Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for follow-up, the device was found to be in back-up vvi mode. A device download successfully restored the device. The patient had no further complications after the device was restored.